Manufacturer narrative:
G2: country of origin is japan h3: product analysis: (B)(4), product: 9560524, lot no: my15c001r. During the incoming inspection, deformation of the handle screw thread and poor fixation of the holder were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the fixation force of the flexible arm is weak, and it will not stay in place unless the screws are tightened firmly. In particular, the fixation on the tubular retractor side is weak. There was no problem with the fixing on the support side. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information received from the manufacturer representative that during microendoscopic discectomy procedure, there was an event where if it's not tightened firmly, it does not fixate. After that, during postoperative cleaning and maintenance, a phenomena of weak fixation was confirmed.